Event description:
Caller reported potential false negative urine hcg result on surevue hcg test. A 34 year old pt was admitted to the ER with vomiting and abdominal pain. Caller reported that pt was (B) (6) pregnant. The beta blood hcg had a result of 125,417. At 9:03pm - first test resulted in negative hcg. At 11:42pm - second test resulted in positive hcg. Each test was performed by a different operator. Results were read at three min read time with a timer. Nothing unusual with the urine sample. No sample available for return.

Manufacturer narrative:
Investigation: lot number: hcg8060056. Expiration date: 06/2010. Control lot: 20miu/ml hcg urine lot: hcg090304-02; 10 miu/ml hcg serum lot: hcg090820-01; 100miu/ml hcg urine lot: hcg090521-01; 100miu/ml hcg serum lot: hcg090923-02; 284.1iu/ml hcg urine lot: hcg091015-03. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 min read time. (N=4). Correct positive results were observed when tested with 10miu/ml hcg serum control at 5 min read time. (N=4). The 100miu/ml hcg urine control yielded clearly positive results at 3 min read time. (N=3). The 284.1 iu/ml hcg urine control yielded clearly positive results at 3 min read time. (N=2). The 100miu/ml hcg serum control yielded clearly positive results at 5 min read time. (N=3). From retain testing with in-house controls, the client's result was not replicated; the product performed as expected. Verified the product number, product description, lot number and batch record. No abnormal results were found. Investigation pending on returned customer product.